Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure in which a second cuff was added to the system. During the same procedure an inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was doing well after the procedure. The patient experienced a slight incontinence leading to the procedure. The device was capitating correctly. No more information available at the moment. Should additional information become available, it will be provided.